Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine perforation ("perforation (other) please describe : uterus and cervix") in a 33-year-old female patient who had essure (batch no. 628428,619618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and habitual abortion (spontaneous). In 2009, the patient experienced bacterial infection ("over growth of bacteria"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6) 2013, the patient experienced headache ("headaches"). On (B)(6) 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced libido decreased ("low sex drive") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine perforation, premature menopause, libido decreased, female sexual dysfunction, bacterial infection, bladder disorder, urinary tract disorder, headache and vaginal discharge outcome was unknown, the migraine had resolved and the alopecia and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, female sexual dysfunction, headache, libido decreased, migraine, pelvic pain, premature menopause, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Events- "hormonal changes describe: early menopause, perforation (other) please describe : uterus and cervix, low sex drive, apareunia (inability to have sexual intercourse), over growth of bacteria, bladder problems, urinary problems or changes, migraines, headaches, vaginal discharge, hair loss, abdominal pain" added. Essure implant explant date updated. Reporter information, lot number, historical condition added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine perforation ("perforation (other) please describe : uterus and cervix") in a 33-year-old female patient who had essure (batch no. 628428,619618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, habitual abortion (spontaneous) and prophylaxis. Current weight 228 lbs. Concurrent conditions included obesity, gerd since (B)(6) 2015, stress incontinence, uterine prolapse, pelvic congestion syndrome, iron deficiency anemia, deep vein thrombosis, adenomyosis, dyspareunia, inflammation and endometriosis. Concomitant products included heparin and omeprazole. In 2009, the patient experienced bacterial infection ("over growth of bacteria"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years 5 months after insertion of essure. On (B)(6) 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6) 2013, the patient experienced headache ("headaches"). On (B)(6) 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced libido decreased ("low sex drive"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy/sacral colpopexy, anterior posterior enterocyte and hysterectomy with bilateral salpingo-oophorectomy/sacral colpopexy, anterior posterior enterocyte). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine perforation, libido decreased, female sexual dysfunction, bacterial infection, bladder disorder, urinary tract disorder and headache outcome was unknown, the premature menopause, vaginal discharge, alopecia and abdominal pain was resolving and the migraine had resolved. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, female sexual dysfunction, headache, libido decreased, migraine, pelvic pain, premature menopause, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Updated outcome of events(vaginal discharge, early menopause). Concomitant condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine perforation ("perforation (other) please describe : uterus and cervix") in a 33-year-old female patient who had essure (batch no. 619618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, habitual abortion (spontaneous) and gastrointestinal disorder prophylaxis. Current weight 228 lbs. Concurrent conditions included morbid obesity, gerd since (B)(6)2015, stress incontinence, uterine prolapse, pelvic congestion syndrome, iron deficiency anemia, deep vein thrombosis, adenomyosis, dyspareunia, inflammation, endometriosis, vaginal itching, vaginal discharge, burning sensation, post coital bleeding, bacterial infection and bacterial vaginosis. Concomitant products included heparin and omeprazole. In 2009, the patient experienced bacterial infection ("over growth of bacteria"). On (B)(6)2009, the patient had essure inserted and removed on (B)(6)2013. A new essure was inserted on an unknown date. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years 5 months after insertion of essure. On (B)(6)2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6)2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced migraine ("migraines"). On (B)(6)2013, the patient experienced headache ("headaches"). On (B)(6)2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"). On (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced libido decreased ("low sex drive"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy/sacral colpopexy, anterior posterior enterocyte). Essure was removed. At the time of the report, the pelvic pain, uterine perforation, libido decreased, female sexual dysfunction, bacterial infection, bladder disorder, urinary tract disorder and headache outcome was unknown, the premature menopause, vaginal discharge, alopecia and abdominal pain was resolving and the migraine had resolved. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, female sexual dysfunction, headache, libido decreased, migraine, pelvic pain, premature menopause, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Ultrasound scan vagina - on (B)(6)2009: results: total bilateral occlusion. Lot number: 619618, manufacture date:2009-02, expiration date: 2012-02. Lot number: 628428, manufacture, date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('perforation (other) please describe : uterus and cervix') in a 33-year-old female patient who had essure (batch no. 619618, 628428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, habitual abortion (spontaneous) and gastrointestinal disorder prophylaxis. Current weight 228 lbs. Concurrent conditions included gerd since (B)(6) 2015, morbid obesity, stress incontinence, uterine prolapse, pelvic congestion syndrome, iron deficiency anemia, deep vein thrombosis, adenomyosis, dyspareunia, inflammation, endometriosis, vaginal itching, vaginal discharge, burning sensation, post coital bleeding, bacterial infection, bacterial vaginosis, enterocele, cystocele and rectocele. Concomitant products included heparin and omeprazole. In 2009, the patient experienced bacterial infection ("over growth of bacteria"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years 5 months after insertion of essure. On (B)(6) 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6) 2013, the patient experienced headache ("headaches"). On (B)(6) 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced libido decreased ("low sex drive"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy/sacral colpopexy, anterior posterior enterocyte). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine perforation, libido decreased, female sexual dysfunction, bacterial infection, bladder disorder, urinary tract disorder and headache outcome was unknown, the premature menopause, vaginal discharge, alopecia and abdominal pain was resolving and the migraine had resolved. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, female sexual dysfunction, headache, libido decreased, migraine, pelvic pain, premature menopause, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. Lot number: 619618 manufacture date:2009-02 expiration date: 2012-02. Lot number: 628428 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: mr received. Reporter information, patient's medical history, lot number were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('perforation (other) please describe : uterus and cervix') in a 33-year-old female patient who had essure (batch no. 619618, 628428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, habitual abortion (spontaneous) and gastrointestinal disorder prophylaxis. Current weight 228 lbs. Concurrent conditions included gerd since (B)(6) 2015, morbid obesity, stress incontinence, uterine prolapse, pelvic congestion syndrome, iron deficiency anemia, deep vein thrombosis, adenomyosis, dyspareunia, inflammation, endometriosis, vaginal itching, vaginal discharge, burning sensation, post coital bleeding, bacterial infection, bacterial vaginosis, enterocele, cystocele and rectocele. Concomitant products included heparin and omeprazole. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced bacterial infection ("over growth of bacteria"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years 5 months after insertion of essure. On (B)(6) 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6) 2013, the patient experienced headache ("headaches"). On (B)(6) 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced libido decreased ("low sex drive"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy/sacral colpopexy, anterior posterior enterocyte). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine perforation, libido decreased, female sexual dysfunction, bacterial infection, bladder disorder, urinary tract disorder and headache outcome was unknown, the premature menopause, vaginal discharge, alopecia and abdominal pain was resolving and the migraine had resolved. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, female sexual dysfunction, headache, libido decreased, migraine, pelvic pain, premature menopause, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. Lot number: 619618 manufacture date:2009-02 expiration date: 2012-02. Lot number: 628428 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.